Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during a stenting procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted to treat a malignant stricture. Reportedly, the patient did not have a tortuous anatomy. On (B)(6) 2014, the patient came back to the hospital for a check-up. It was noted that the stent fractured in 2 parts. The proximal part (duodenum site) of the stent was fractured. The physician did not attempt to remove the fractured piece. A new stent was implanted within the fractured stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent broken. The device was not returned; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.